Manufacturer narrative:
Initial report sent: 12/10/2007.

Event description:
Procedure type: low anterior resection with end to end anastomosis. Patient gender: unknown. According to the reporter: manual purse string was performed on both proximal and distal ends. After applying, the surgeon could not remove the instrument, as it was stuck in the colon. The surgeon managed to remove the instrument and noticed that the device has stapled properly, but did not cut the proximal side completely. The surgeon then cut the anastomosis and used another device to complete the procedure. No bleeding or injury reported.